Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported they had tried different programs, they reported the stimulation was currently on, but the patient felt the sensation down the left leg and into their foot. It was reviewed that usually meant the stimulation was too high. They reported the patient had no benefit since implant. They reported an increase in retention. They reported they were not interested in adjusting stimulation anymore, they may get the system removed. No further complications were reported or anticipated.